Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during implant, while placing the rv lead, the stylet could not be inserted. It was also noted that the helix would not extend. The lead was not used and there was no adverse consequences for the patient. The patient was stable.